Event description:
The following publishment was reviewed by gore: title: venous reconstruction using a round ligament-covered prosthetic vascular graft in right-lobe living-donor liver transplantation: a technical report source: surgery today 2024;54:795-800. The objective of this study was to evaluate the short term-outcomes of venous reconstruction using a round ligament-covered prosthetic vascular graft assess its effectiveness in the prevention of prosthetic vascular graft migration in right-lobe living donor liver transplantation (ldlt). The study included 30 patients that underwent reconstruction of the middle hepatic vein (mhv) tributaries during right lobe ldht between january 2021 and october 2022. These patients were divided into two groups. The second group referred to as round ligament-covered prosthetic vascular graft group (rp) had six patients (4 males, 2 females, ages 33-66) and received gore® propaten® vascular grafts. Follow-up contrast-enhanced CT scans were performed 1 week after ldlt. Non-visualized mhv tributaries that were poorly enhanced by intravenous contrast were judged to be occluded. During the follow up period, the rp group maintained patency at 67% and had one patient had bile leakage.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® propaten® vascular graft instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.